Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the malfunctioning pump, and the caller was informed that a replacement with updated software would be sent. Reportedly, customer reverted to manual injections for insulin therapy.